Event description:
Healthcare professional reported through journal article that patients experienced "infection" , "necrosis of skin or nipple, bleeding" , "tissue expander/implant deflation or rupture ","seroma", "secondary corrections of one of the breasts to improve cosmetic results within the first year after breast reconstruction, wound dehiscence" and "positive tumor margins after mastectomy (requiring reoperation)" on unspecified sides. The event of " positive tumour margins after mastectomy (requiring reoperation)" is not considered device related. The device statuses are unknown.

Manufacturer narrative:
(B)(4). Article citation: cjim thuenissen, rm brohet, y hu, jh van uchelen, jhc mensen, al van rijssenv, "risk of breast implant removal after one versus two-stage breast reconstructive surgery" , journal of plastic, reconstructive & aesthetic surgery, https://doi.org/10.1016/j.bjps.2021.11.112, 30-dec-2021. The events of seroma, infection, necrosis and wound dehissence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection" , "necrosis of skin or nipple, bleeding" , "tissue expander/implant deflation or rupture ","seroma", "secondary corrections of one of the breasts to improve cosmetic results within the first year after breast reconstruction, wound dehiscence" and "positive tumor margins after mastectomy (requiring reoperation)".